Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed resolving the occlusions. A system check was performed and a minimum fill notification occurred indicating an air leak was detected. During the system check, the customer accidentally did not disconnect from the infusion set site resulting in a 5 unit bolus being delivered to the customer. Customer experienced a low blood glucose (bg) level ranging between 39-40 mg/dl. Low bg tablets were consumed to address bg. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.